Event description:
A report was received that the patient was having difficulty connecting her remote control to the ipg. The patient had a spinal fusion procedure in which the physician used electrocautery. The patient had the ipg replaced. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.